Manufacturer narrative:
The main component of the system and the other applicable component is: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for failed back surgery syndrome. It was reported that impedances were measured at 0.7 and 1.5 and combinations with 5 were ok (<(><<)>10000) but many combinations were over 10000 and some were over 20000. The patient fell a lot due to foot drop. The rep thought they had done an x-ray and noted that the lead had shifted slightly. The patient would have a revision due to the ins coming close to end of service (eos). No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.